Manufacturer narrative:
(B)(4). Unit passed self test, displacement test and rewind test. Unit alarmed pump error 41 during the prime/seating test due to moisture damage at the force sensor. During visual inspection found moisture damage on the electronic stack. Unable to perform basic occlusion test, force sensor test and occlusion test due to pump error 41.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer reported that they were able to clear the alarm and were able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.